Event description:
It was reported by a physician that a vns patient had high impedance. It was reported that x-rays didn¿t show anything. The patient was referred for surgery. Clinic notes were received providing that the patient¿s seizures were doing ok, but still has them frequently in the morning when he wakes up from sleep or a nap. The patient hits his stimulator hard and hits his chest a lot. All the vns output currents were turned off due to the high impedance values. The physician noted it would be good to replace the generator as well since he was down to 50% battery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The patient had a full replacement. The devices were discarded.